Event description:
The lay user/patient called lifescan (lfs) in 2007 and alleged that her meter would not power on. The patient stated that, she was unable to test for one week before going to the hospital. She began having symptoms three days prior to the hospital visit. She felt thirsty and was "out of it". On the day of the event (exact date unknown) the patient was non-responsive. Her husband was unable to wake her. He called the paramedics and the patient was taken to the hospital. Her blood glucose result was 29 mg/dl. The patient was admitted for 3 days and was treated for hypoglycemia. The patient takes 75 units of lantus before bed and glucophage 1 pill in am and 1 p.m. His medications are not based on the meter results. She continued her regimen as directed when unable to test, however, she stated that had she known her blood glucose was low, she would have contacted her physician. She normally tests four times per day. She has not tested her blood glucose since being released from the hospital. The patient stated that, the meter powers on when pressing the poser button and she is using the correct test strips. However, when inserting a test strip into the port, the meter does not power on. The issue was not resolved during troubleshooting with the customer care advocate. This complaint is being reported, as the patient alleged she was unable to test on her meter and during that time she became hypoglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.